Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was notable difficulty in getting the pacing lead out of the sheath due to resistance and could not be advanced. It was also reported that the steel wire was kinked. The lead and guide wire was attempted/ not used and replaced. No patient complications have been reported as a result of this event.